Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ event occurred at implant. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that at the time of the implant, the pump was initiated at a speed of 6000rpm for approximately 30-35 minutes during the de-airing process and a right coronary artery bypass graft was also completed. For this 30-35 minute time period, a clamp was placed on the outflow graft proximal to the aortic anastomosis allowing air to escape through the de-airing hole in the outflow graft. Upon completion of the graft procedure and pump de-airing, the pump speed was progressively increased while coming off cardiopulmonary bypass support. At a set speed of 8000rpm, the estimated flow was 2.4-2.6 lpm, the patient's mean arterial pressure was in the 60s mmhg, and right ventricle appeared hypokinetic. Attention was given to increasing the patient's blood pressure and when the pump speed was increased to 8200rpm the right ventricle function improved. The inflow conduit position was good and the outflow graft appeared to be patent; however, the aortic valve continued to open with every heartbeat. While still in the operating room, a ramp study was performed which showed the aortic valve still opening at a set pump speed of 9600rpm and the left ventricle was not unloading. The outflow graft was re-assessed and was found to be twisted in the mid-section underneath the outflow graft bend relief. The patient was re-heparinized, cardiopulmonary bypass was re-initiated, and the lvad support was stopped. The outflow graft was clamped and disconnected from the pump for direct visualization and thrombus was found inside the graft. Thrombus was also found inside the inflow conduit and the pump. The inflow conduit, pump and outflow graft were all exchanged. No subsequent issues were reported.

Manufacturer narrative:
Device evaluation: the evaluation of (B)(4) confirmed the report of deposition in the pump and inflow conduit; however, the reported twist in the sealed outflow graft and outflow graft thrombus was not confirmed. Upon disassembly of the returned pump, depositions of tissue-like clotted blood were found lightly adhered to the textured blood-contacting surface of the inlet tube and inlet elbow. The structure of the depositions suggests that they developed in the locations in which they were found. Although the observed depositions on the lumen of the inlet tube and inlet elbow appeared to be more significant than what is typically seen for the short duration of use of the pump, they did not appear to be obstructing a large enough portion of the blood flow pathway to have contributed to the reported low flow alarms. In addition, soft, tissue-like depositions were observed on the body of the rotor. The depositions on the rotor lacked lamination and denaturation, and were not adhered to the blood-contacting surface. The structure of the depositions suggests that they did not originate on the rotor and initially developed in another location; however, their origins could not be determined. The depositions found on the rotor were also minimally obstructive to the blood flow pathway and likely would not have contributed to the reported low flow alarms. A specific cause for the development of all observed depositions as well as a duration of time for which they were present in the device could not be conclusively determined. (B)(4) was returned with approximately 4 inches of the sealed outflow graft, which was detached from the outflow elbow. The outflow graft bend relief was returned detached from the graft attachment and the bend relief collar was not returned. The returned portion of graft material showed no evidence of twisting, kinking, or other distortion. In addition, no evidence of adhered depositions or tissue growth was observed on the interior of the graft material to suggest an obstruction of flow in this location. A specific cause for the reported low flow alarms and for the complications in the or during the implant procedure as well as a correlation with the evaluation findings of the returned device could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.